Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systemic infection with vegetation on the leads. The device and leads were explanted and the patient received antibiotic treatment. No further patient complications have been reported as a result of this event.